Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively of right hemicolectomy procedure, after 5 days, the follow-up patient had anastomosis leakage in the midline. A new operation was performed in order to correct the issue.